Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip rupture occurred. A 5/h1/100/035 bx 5 imager ii angiographic catheter was advanced to an unspecified lesion. During digital subtraction angiography (dsa) inspection, the catheter cannot be rotated by hand. When the catheter was withdrawn, the 50% of the grey soft tip of the catheter was ruptured. This event was noted while injecting the contrast medium. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip rupture occurred. A 5/h1/100/035 bx 5 imager ii angiographic catheter was advanced to an unspecified lesion. During digital subtraction angiography (dsa) inspection, the catheter cannot be rotated by hand. When the catheter was withdrawn, the 50% of the grey soft tip of the catheter was ruptured. This event was noted while injecting the contrast medium. No patient complications were reported.